Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1900683 was manufactured on 05/27/2019 a total of (B)(4) pieces. Lot was released on 06/04/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed from the jaws and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load into the jaws of the applier. A buildup of biological material was present in the bottom jaw. The buildup was manually removed and another attempt was made to load a clip. The following clip loaded properly. However, the clip was unable to properly close on over-stressed surgical tubing since the jaws were misaligned. The hook broke off the clip due to the jaw misalignment. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the bottom jaw was bent which caused the jaws to misalign and prevented the clips from loading and closing properly. The sample was returned with 6 clips remaining, including the partially loaded clip, indicating that 9 clips were fired by the end user. No other damages were observed. It appears that unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "jamming - clip(s) not firing" was confirmed based upon the sample received. Upon functional inspection, it was found that the bottom jaw was bent which caused the jaws to be misaligned. Upon functional inspection, the bent jaw prevented the clips from being able to properly load and close. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that clips did not come out from the applier while in use on a patient. No clips fell/remained in the patient's body, and no health injury is reported so far.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips did not come out from the applier while in use on a patient. No clips fell/remained in the patient's body, and no health injury is reported so far.